Manufacturer narrative:
The customer bio-medical engineer (bme) reported the device passed all performance verification test (pvt) and no repair has occurred. The bme used a new patient circuit, mask, bacteria filter to test the v60¿s ability of triggering device to come out of standby mode. The flow sensors were test per instructions from philips service and passed. The philips clinical expert (ce) reported that after review of the complaint record, pvt, and the device log, it appears that once the device was requisitioned for evaluation there was no failure or malfunction of the device to perform to manufacturer declared specifications. The device was returned with no repairs required or conducted. Furthermore, the customer was using fisher and paykel (f&p) breathing circuits and interfaces (unspecified models). While there are several f&p breathing circuits that are approved for use with the v60, there are no interfaces that the IFU currently allows. The ce agrees with the rse's position after evaluation that the customer required further in-servicing regarding clinical application of the device. Spontaneous breath triggering can be compromised with unapproved interfaces and is a common complaint. The ce assesses this complaint record as an unintentional foreseeable use error: off label interface usage with the device. The investigation is ongoing.

Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the v60 ventilator stays in standby mode. The device was in clinical use. There was no report of harm. The device was removed from service.a philips remote service engineer (rse) evaluated the issue with the bme who reported device does not come out of standby mode with patient triggers but only when manually activated via touchscreen. No issues with touchscreen functions. The bme reported fisher paykel circuits and masks were in use with the device and requested troubleshooting to correct issue and clinical follow up to discuss patient interface.the rse advised the bme the flow sensors may be out of specification and provided testing procedures per the v60 service manual. The rse advised the bme to complete performance verification testing (pvt) and return unit to service, if problem repeats or if isolated to only this unit, central processing unit (cpu) printed circuit board assembly (pcba) replacement should be considered. If problem appears to affect multiple units, then clinical in-service should be considered to discuss patient interface being used and correct use of standby mode. The customer acknowledged and will continue testing. The investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) and philips clinical specialist evaluated the device and could not confirm the reported issue. The problem described (where the unit did not appear to resume ventilation support from standby mode upon connection to a spontaneously breathing patient) could not be duplicated in testing. The service team reported device performed as expected, coming out of standby with a normal effort, as soon as flow reversal was sensed by the device. The fse performed biomedical inspection and verifications to ensure the device functioned /behaved normally from a biomedical perspective. Additional information regarding expected philips v60 ventilator behavior was provided to the customer, as follows. The algorithm in use by v60 to determine the patient is re-connected (taking the device out of standby) is a bit complex. If negative flow (flow return to vent) is detected, the vent will exit standby. If the measured total flow indicates the significant reduction of leak, it will exit standby. (Expectation is that the exhalation will cause the total flow to be reduced, it not negative). In this case, we are also expecting proximal pressure to read some positive pressure. The algorithm was developed to allow the unit to stay in standby mode with some disturbance to the circuit, while trying to be sensitive to patient reconnect. There are many different patient circuit configurations possible in the clinical environment. (Heated/non-heated) as well, many different patient interfaces and filters that can be used in clinical settings. Philips cannot validate or recommend any third-party circuits/masks/filters be used with v60 ventilators. These can in some instances have differing characteristics/resistance properties. Any of these combinations can result in unexpected behaviors , or can alter the ventilator¿s sensitivity to resume support from standby mode. In all instances, when a clinician re-installs a bipap mask on a patient they must monitor closely that the device does sense the patient and resumes to provide support. If not, they must touch start s/t mode from the standby screen. Continue to monitor closely. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer provided additional details to a philips rse in a follow-up conversation. The customer reported the issue occurred when the care provided put the device in standby mode to conduct patient oral care. However, when the attempt to reactivate ventilation, it did not leave standby mode and caused delayed patient therapy. The device was exchanged for an alternative device and there was no harm or patient impact. The customer requests an onsite visit to better understand the standby mode mechanism and the use of accessories. The investigation is ongoing.